Event description:
Same case as: MDR 2134265-2012-07688 and MDR 2134265-2012-07690. It was reported that during a treatment procedure, insertion difficulties occurred. While attempting to insert an unspecified guide wire through the insertion device included with the advantage balloon catheter inflation device, the physician encountered difficulty.the procedure was completed with a different device. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. Investigation of the issue found that the vendor process for hub to cannula transition is not optimized to produce the insertion tool part. The most probable root cause is "supplier design." (B)(4).